Event description:
It was reported that a 34-year-old asian female patient underwent a primary breast augmentation surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced shortness of breath, restrictive lung disease, rashes on her neck and chest, body inflammation, memory fog, hair loss, and chest pain, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-11953 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone reoperation or device explantation at this time. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 02, 2022, mentor received additional information. The patient is scheduled for bilateral implant removal on (B)(6) 2023. As such, device explantation has been added. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Date of explant: (B)(6) 2023. Manufacturer's reference number: (B)(4).